Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 4 months, the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital for gastrointestinal bleeding (gi) which caused acute anemia. On admission, the patient¿s hemoglobin (hgb) level was 6.2 g/dl and the patient's hemoccult test was positive. The patient was transfused with 2 units of packed red blood cells. A repeat hgb indicated an increased to 7.7g/dl and iron infusion was given. On (B)(6) 2017, the patient had a small bowel enteroscopy which demonstrated superficial gastric antral ulcers and erosion. Anticoagulant at the time of event was warfarin and aspirin. The patient was discharged home on (B)(6) 2017 with an hgb level of 8 g/dl. No additional information was provided.